Manufacturer narrative:
The returned lens has been evaluated and found to have one bent haptic which, most likely, occurred during explantation. There was no indication that the returned lens did not meet release criteria. The MFR's internal reference number is 97l2833.

Event description:
Clinic reports pt had lens explanted due to ugh syndrome (uveitis, glaucoma, hyphema).